Event description:
Reported 1 false negative sofia sars result for 1 patient who was known to be sars positive prior to testing. The testing was completed as part of a verification study using known positive patients that were already admitted to the hospital. How long the patients were in the hospital and when the sample was collected after symptom onset.

Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Technical support noted a procedural error during troubleshooting root cause: cannot duplicate with retains; it is possible the samples used in the study were below the lod for sofia. Source: phone.